Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem use guide: "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies. Tandem customer technical support informed customer that fiasp insulin is off label per the user guide. Reportedly, the customer loaded cold insulin into the cartridge. A supply change was performed resolving the occlusion. Customer's blood glucose level was in the 300 mg/dl range.